Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and uterine fibroids. Previously administered products included for prevent pregnancy: ortho tri cyclen from 2001 to 2008. Concurrent conditions included overweight, painful periods and uterine enlargement. Concomitant products included ciprofloxacin (cipro), fluconazole and salbutamol (albuterol). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced tendon rupture ("tendon tears"). In 2013, the patient experienced allergy to metals ("nickel allergy"), rash ("rashes") and swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("tiredness"), tendonitis ("tendinitis/achilles tendinitis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("frequent urinary tract infections"), fungal infection ("yeast infections and the horrendous"), anxiety ("mental anguish"), depression ("depression"), emotional distress ("suffering associates with my physical injuries"), dermatitis allergic ("allergic rash"), urticaria ("hives"), skin candida ("candida rash"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), exostosis ("bone spur"), the first episode of arthralgia ("joint pain/both hips moderate to severe and persistent pain/elbows- mild to severe and persistant pain/wrist- moderate to severe and persistent pain"), the second episode of arthralgia ("wrist and elbow pain"), cartilage injury ("torn labrum"), pain in extremity ("heel- moderate to severe and persistent pain"), rash pruritic ("itchy rash"), asthenia ("loss of energy"), menorrhagia ("heavy periods"), disturbance in attention ("cannot focus on tasks"), fluid retention ("retain nearly as much water as when was nine months pregnant"), paranasal sinus discomfort ("sinus pressure"), toothache ("upper tooth pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, tendonitis, bladder disorder, urinary tract disorder, anxiety, depression, emotional distress, dermatitis allergic, urticaria, skin candida, vaginal discharge, weight increased, exostosis, the last episode of arthralgia, cartilage injury, pain in extremity, menorrhagia, disturbance in attention, fluid retention and feeling abnormal outcome was unknown and the rash, swelling, alopecia, fatigue, tendon rupture, urinary tract infection, fungal infection, rash pruritic, paranasal sinus discomfort and toothache had resolved. The reporter considered allergy to metals, alopecia, anxiety, asthenia, bladder disorder, cartilage injury, depression, dermatitis allergic, disturbance in attention, emotional distress, exostosis, fatigue, feeling abnormal, fluid retention, fungal infection, menorrhagia, pain in extremity, paranasal sinus discomfort, pelvic pain, rash, rash pruritic, skin candida, swelling, tendon rupture, tendonitis, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: everything was completely blocked essure confirmation test hysterosalpingogram was done and the impression are everything was completely blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and uterine fibroids. *essure confirmation test hysterosalpingogram was done and the impression are everything was completely blocked. Previously administered products included for prevent pregnancy: ortho tri cyclen from 2001 to (B)(6) 2008. Concurrent conditions included overweight, painful periods, uterine enlargement, rash, yeast infection, epicondylitis, sinusitis, abdominal bloating, gas, skin rash and candidiasis. Concomitant products included ciprofloxacin (cipro), fluconazole and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced tendonitis ("tendinitis/achilles tendinitis/ tendonitis"). In 2010, the patient experienced the first episode of arthralgia ("joint pain/both hips moderate to severe and persistent pain/elbows- mild to severe and persistant pain/wrist- moderate to severe and persistent pain/ hip pain"). In 2011, the patient experienced the second episode of arthralgia ("wrist and elbow pain"). In (B)(6) 2012, the patient experienced tendon rupture ("tendon tears / microtears in hip tendon"). In 2012, the patient experienced urinary tract infection ("frequent urinary tract infections"). In 2013, the patient experienced allergy to metals ("nickel allergy / nickel sensitivity with occasional rashes, hives"), the first episode of dermatitis allergic ("rashes/ allergic or hypersensitivity reaction-type : rashes"), allergic oedema ("swelling/ allergic or hypersensitivity reaction-type : swelling"), the second episode of dermatitis allergic ("allergic rash/ rashes or skin conditios- type allergic rash") and urticaria ("hives/ allergic or hypersensitivity reaction-type : hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("tiredness/ fatigue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fungal infection ("yeast infections and the horrendous/ infection(bladder/urinary tract/vaginal) type : frequent yeast infections"), anxiety ("mental anguish / anxiety"), depression ("depression"), emotional distress ("suffering associates with my physical injuries"), skin candida ("candida rash"), vaginal discharge ("vaginal discharge"), exostosis ("bone spur"), cartilage injury ("torn labrum"), pain in extremity ("heel- moderate to severe and persistent pain/ heel pain"), rash pruritic ("itchy rash"), asthenia ("loss of energy"), menorrhagia ("heavy periods"), disturbance in attention ("cannot focus on tasks"), fluid retention ("retain nearly as much water as when was nine months pregnant"), paranasal sinus discomfort ("sinus pressure"), toothache ("upper tooth pain"), feeling abnormal ("brain fog"), rash ("rash on my neck now"), arthritis ("arthritis"), musculoskeletal pain ("shoulder pain") and autoimmune disorder ("autoimmune issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (achilles surgery, achilles surgery 1, achilles surgery 2, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and bone spur removal for wrist). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, tendonitis, bladder disorder, urinary tract disorder, anxiety, depression, emotional distress, the last episode of dermatitis allergic, skin candida, weight increased, exostosis, the last episode of arthralgia, cartilage injury, pain in extremity, menorrhagia, disturbance in attention, fluid retention, feeling abnormal, rash, arthritis, musculoskeletal pain and autoimmune disorder outcome was unknown and the allergic oedema, alopecia, fatigue, tendon rupture, urinary tract infection, fungal infection, urticaria, vaginal discharge, rash pruritic, paranasal sinus discomfort and toothache had resolved. The reporter considered allergic oedema, allergy to metals, alopecia, anxiety, arthritis, asthenia, autoimmune disorder, bladder disorder, cartilage injury, depression, disturbance in attention, emotional distress, exostosis, fatigue, feeling abnormal, fluid retention, fungal infection, menorrhagia, musculoskeletal pain, pain in extremity, paranasal sinus discomfort, pelvic pain, rash, rash pruritic, skin candida, tendon rupture, tendonitis, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, weight increased, the first episode of arthralgia, the first episode of dermatitis allergic, the second episode of arthralgia and the second episode of dermatitis allergic to be related to essure. The reporter commented: the plaintiff states that she had occasional sensitivity to nickel, rashes,hives before the essure was placed but after the essure was placed, this worsened. Discrepancy noted- (B)(6) 2008, (B)(6) 2009. Using the essure device, the first was deployed in the right side with three to five coils visible with contralateral side addressed in a similar fashion with no intra-procedural complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: results: everything was completely blocked. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records :rash, yeast infection,tendonitis in left achilles, and both elbows. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- arthritis. Reporter were added. Fu 15 and 16 was processed together. On 23-mar-2020: social media was received. Event added- shoulder pain, autoimmune issue. Reporter were added. Fu 15 and 16 was processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and uterine fibroids. *essure confirmation test hysterosalpingogram was done and the impression are everything was completely blocked. Previously administered products included for prevent pregnancy: ortho tri cyclen from 2001 to (B)(6) 2008. Concurrent conditions included overweight, painful periods, uterine enlargement, rash, yeast infection, epicondylitis, sinusitis, abdominal bloating, gas, skin rash and candidiasis. Concomitant products included ciprofloxacin (cipro), fluconazole and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced tendonitis ("tendinitis/achilles tendinitis/ tendonitis"). In 2010, the patient experienced the first episode of arthralgia ("joint pain/both hips moderate to severe and persistent pain/elbows- mild to severe and persistant pain/wrist- moderate to severe and persistent pain/ hip pain"). In 2011, the patient experienced the second episode of arthralgia ("wrist and elbow pain"). In (B)(6) 2012, the patient experienced tendon rupture ("tendon tears / microtears in hip tendon"). In 2012, the patient experienced urinary tract infection ("frequent urinary tract infections"). In 2013, the patient experienced allergy to metals ("nickel allergy / nickel sensitivity with occasional rashes, hives"), the first episode of dermatitis allergic ("rashes/ allergic or hypersensitivity reaction-type : rashes"), allergic oedema ("swelling/ allergic or hypersensitivity reaction-type : swelling"), the second episode of dermatitis allergic ("allergic rash/ rashes or skin "conditions"- type allergic rash") and urticaria ("hives/ allergic or hypersensitivity reaction-type : hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("tiredness/ fatigue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fungal infection ("yeast infections and the horrendous/ infection(bladder/urinary tract/vaginal) type : frequent yeast infections"), anxiety ("mental anguish / anxiety"), depression ("depression"), emotional distress ("suffering associates with my physical injuries"), skin candida ("candida rash"), vaginal discharge ("vaginal discharge"), exostosis ("bone spur"), cartilage injury ("torn labrum"), pain in extremity ("heel- moderate to severe and persistent pain/ heel pain"), rash pruritic ("itchy rash"), asthenia ("loss of energy"), menorrhagia ("heavy periods"), disturbance in attention ("cannot focus on tasks"), fluid retention ("retain nearly as much water as when was nine months pregnant"), paranasal sinus discomfort ("sinus pressure"), toothache ("upper tooth pain"), feeling abnormal ("brain fog"), rash ("rash on my neck now"), arthritis ("arthritis"), musculoskeletal pain ("shoulder pain") and autoimmune disorder ("autoimmune issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (achilles surgery, achilles surgery 1, achilles surgery 2, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and bone spur removal for wrist). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, tendonitis, bladder disorder, urinary tract disorder, anxiety, depression, emotional distress, the last episode of dermatitis allergic, skin candida, weight increased, exostosis, the last episode of arthralgia, cartilage injury, pain in extremity, menorrhagia, disturbance in attention, fluid retention, feeling abnormal, rash, arthritis, musculoskeletal pain and autoimmune disorder outcome was unknown and the allergic oedema, alopecia, fatigue, tendon rupture, urinary tract infection, fungal infection, urticaria, vaginal discharge, rash pruritic, paranasal sinus discomfort and toothache had resolved. The reporter considered allergic oedema, allergy to metals, alopecia, anxiety, arthritis, asthenia, autoimmune disorder, bladder disorder, cartilage injury, depression, disturbance in attention, emotional distress, exostosis, fatigue, feeling abnormal, fluid retention, fungal infection, menorrhagia, musculoskeletal pain, pain in extremity, paranasal sinus discomfort, pelvic pain, rash, rash pruritic, skin candida, tendon rupture, tendonitis, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, weight increased, the first episode of arthralgia, the first episode of dermatitis allergic, the second episode of arthralgia and the second episode of dermatitis allergic to be related to essure. The reporter commented: the "plaintiff" states that she had occasional sensitivity to nickel, rashes,hives before the essure was placed but after the essure was placed,this worsened. Discrepancy noted- (B)(6) 2008, (B)(6) 2009. Using the essure device, the first was deployed in the right side with three to five coils visible with contralateral side addressed in a similar fashion with no intra-procedural complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: results: everything was completely blocked. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records :rash, yeast infection,tendonitis in left achilles, and both elbows. Lot number:626223, manufacturing date2007/11: expiration date:2009/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 46-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and uterine fibroids. Concurrent conditions included overweight, painful periods and uterine enlargement. Concomitant products included ciprofloxacin (cipro), fluconazole and salbutamol (albuterol). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced tendon rupture ("tendon tears"). In 2013, the patient experienced allergy to metals ("nickel allergy"), rash ("rashes") and swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("tiredness"), tendonitis ("tendinitis/achilles tendinitis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("frequent urinary tract infections"), fungal infection ("yeast infections and the horrendous"), anxiety ("mental anguish"), depression ("depression"), emotional distress ("suffering associates with my physical injuries"), dermatitis allergic ("allergic rash"), urticaria ("hives"), skin candida ("candida rash"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), exostosis ("bone spur"), the first episode of arthralgia ("joint pain/both hips moderate to severe and persistent pain/elbows- mild to severe and persistant pain/wrist- moderate to severe and persistent pain"), the second episode of arthralgia ("wrist and elbow pain"), cartilage injury ("torn labrum"), pain in extremity ("heel- moderate to severe and persistent pain"), rash pruritic ("itchy rash"), asthenia ("loss of energy"), menorrhagia ("heavy periods"), disturbance in attention ("cannot focus on tasks"), fluid retention ("retain nearly as much water as when was nine months pregnant"), paranasal sinus discomfort ("sinus pressure"), toothache ("upper tooth pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, tendonitis, bladder disorder, urinary tract disorder, anxiety, depression, emotional distress, dermatitis allergic, urticaria, skin candida, vaginal discharge, weight increased, exostosis, the last episode of arthralgia, cartilage injury, pain in extremity, menorrhagia, disturbance in attention, fluid retention and feeling abnormal outcome was unknown and the rash, swelling, alopecia, fatigue, tendon rupture, urinary tract infection, fungal infection, rash pruritic, paranasal sinus discomfort and toothache had resolved. The reporter considered allergy to metals, alopecia, anxiety, asthenia, bladder disorder, cartilage injury, depression, dermatitis allergic, disturbance in attention, emotional distress, exostosis, fatigue, feeling abnormal, fluid retention, fungal infection, menorrhagia, pain in extremity, paranasal sinus discomfort, pelvic pain, rash, rash pruritic, skin candida, swelling, tendon rupture, tendonitis, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: rashes, hair loss and swelling outcome updated to resolved; heavy periods, cannot focus on tasks, retain nearly as much water as when was nine months pregnant, sinus pressure, upper tooth pain, brain fog added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma and uterine fibroids. Concurrent conditions included overweight, painful periods and uterine enlargement. Concomitant products included ciprofloxacin (cipro), fluconazole and salbutamol (albuterol). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced tendon rupture ("tendon tears"). In 2013, the patient experienced allergy to metals ("nickel allergy"), rash ("rashes") and swelling ("swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("tiredness"), tendonitis ("tendinitis/achilles tendinitis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), urinary tract infection ("frequent urinary tract infections"), fungal infection ("yeast infections and the horrendous"), anxiety ("mental anguish"), depression ("depression"), emotional distress ("suffering associates with my physical injuries"), dermatitis allergic ("allergic rash"), urticaria ("hives"), skin candida ("candida rash"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), exostosis ("bone spur"), the first episode of arthralgia ("joint pain/both hips moderate to severe and persistent pain/elbows- mild to severe and persistant pain/wrist- moderate to severe and persistent pain"), the second episode of arthralgia ("wrist and elbow pain"), cartilage injury ("torn labrum"), pain in extremity ("heel- moderate to severe and persistent pain"), rash pruritic ("itchy rash") and asthenia ("loss of energy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, rash, swelling, alopecia, fatigue, tendonitis, bladder disorder, urinary tract disorder, anxiety, depression, emotional distress, dermatitis allergic, urticaria, skin candida, vaginal discharge, weight increased, exostosis, the last episode of arthralgia, cartilage injury and pain in extremity outcome was unknown and the tendon rupture, urinary tract infection, fungal infection and rash pruritic had resolved. The reporter considered allergy to metals, alopecia, anxiety, asthenia, bladder disorder, cartilage injury, depression, dermatitis allergic, emotional distress, exostosis, fatigue, fungal infection, pain in extremity, pelvic pain, rash, rash pruritic, skin candida, swelling, tendon rupture, tendonitis, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, were added, event severe and permanent injuries updated with events nickel allergy, rashes, swelling, hair loss, tiredness, tendon tears, tendinitis, bladder problem, urinary problem, frequent urinary tract infections, yeast infections and the horrendous, nickel allergy, pain, mental anguish, suffering associates with my physical injuries, depression, allergic rash, hives, candida rash, vaginal discharge, weight gain, torn hip tendons, bone spur, joint pain, achillestendinitis, wrist and elbow pain,, torn labrum, heel- moderate to severe and persistent pain, both hips moderate to severe and persistent pain/elbows- mild to severe and persistant pain/wrist- moderate to severe and persistent pain, itchy rash, loss of energy incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and uterine fibroids. *essure confirmation test hysterosalpingogram was done and the impression are everything was completely blocked. Previously administered products included for prevent pregnancy: ortho tri cyclen from 2001 to (B)(6) 2008. Concurrent conditions included overweight, painful periods, uterine enlargement, rash, yeast infection, epicondylitis, sinusitis, abdominal bloating, gas, skin rash and candidiasis. Concomitant products included ciprofloxacin (cipro), fluconazole and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced tendonitis ("tendinitis/achilles tendinitis/ tendonitis"). In 2010, the patient experienced the first episode of arthralgia ("joint pain/both hips moderate to severe and persistent pain/elbows- mild to severe and persistant pain/wrist- moderate to severe and persistent pain/ hip pain"). In 2011, the patient experienced the second episode of arthralgia ("wrist and elbow pain"). In (B)(6) 2012, the patient experienced tendon rupture ("tendon tears / microtears in hip tendon"). In 2012, the patient experienced urinary tract infection ("frequent urinary tract infections"). In 2013, the patient experienced allergy to metals ("nickel allergy / nickel sensitivity with occasional rashes, hives"), the first episode of dermatitis allergic ("rashes/ allergic or hypersensitivity reaction-type : rashes"), allergic oedema ("swelling/ allergic or hypersensitivity reaction-type : swelling"), the second episode of dermatitis allergic ("allergic rash/ rashes or skin conditions- type allergic rash") and urticaria ("hives/ allergic or hypersensitivity reaction-type : hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("tiredness/ fatigue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fungal infection ("yeast infections and the horrendous/ infection(bladder/urinary tract/vaginal) type : frequent yeast infections"), anxiety ("mental anguish / anxiety"), depression ("depression"), emotional distress ("suffering associates with my physical injuries"), skin candida ("candida rash"), vaginal discharge ("vaginal discharge"), exostosis ("bone spur"), cartilage injury ("torn labrum"), pain in extremity ("heel- moderate to severe and persistent pain/ heel pain"), rash pruritic ("itchy rash"), asthenia ("loss of energy"), menorrhagia ("heavy periods"), disturbance in attention ("cannot focus on tasks"), fluid retention ("retain nearly as much water as when was nine months pregnant"), paranasal sinus discomfort ("sinus pressure"), toothache ("upper tooth pain"), feeling abnormal ("brain fog"), rash ("rash on my neck now"), arthritis ("arthritis"), musculoskeletal pain ("shoulder pain") and autoimmune disorder ("autoimmune issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (achilles surgery, achilles surgery 1, achilles surgery 2, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and bone spur removal for wrist). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, tendonitis, bladder disorder, urinary tract disorder, anxiety, depression, emotional distress, the last episode of dermatitis allergic, skin candida, weight increased, exostosis, the last episode of arthralgia, cartilage injury, pain in extremity, menorrhagia, disturbance in attention, fluid retention, feeling abnormal, rash, arthritis, musculoskeletal pain and autoimmune disorder outcome was unknown and the allergic oedema, alopecia, fatigue, tendon rupture, urinary tract infection, fungal infection, urticaria, vaginal discharge, rash pruritic, paranasal sinus discomfort and toothache had resolved. The reporter considered allergic oedema, allergy to metals, alopecia, anxiety, arthritis, asthenia, autoimmune disorder, bladder disorder, cartilage injury, depression, disturbance in attention, emotional distress, exostosis, fatigue, feeling abnormal, fluid retention, fungal infection, menorrhagia, musculoskeletal pain, pain in extremity, paranasal sinus discomfort, pelvic pain, rash, rash pruritic, skin candida, tendon rupture, tendonitis, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, weight increased, the first episode of arthralgia, the first episode of dermatitis allergic, the second episode of arthralgia and the second episode of dermatitis allergic to be related to essure. The reporter commented: the plaintiff states that she had occasional sensitivity to nickel, rashes,hives before the essure was placed but after the essure was placed,this worsened. Discrepancy noted- (B)(6) 2008, (B)(6) 2009. Using the essure device, the first was deployed in the right side with three to five coils visible with contralateral side addressed in a similar fashion with no intra-procedural complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: results: everything was completely blocked. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records :rash, yeast infection,tendonitis in left achilles, and both elbows. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- arthritis. Reporter were added. Fu 15 and 16 was processed together. On 23-mar-2020: social media was received. Event added- shoulder pain, autoimmune issue. Reporter were added. Fu 15 and 16 was processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and uterine fibroids. *essure confirmation test hysterosalpingogram was done and the impression are everything was completely blocked. Previously administered products included for prevent pregnancy: ortho tri cyclen from 2001 to (B)(6) 2008. Concurrent conditions included overweight, painful periods, uterine enlargement, rash, yeast infection, epicondylitis, sinusitis, abdominal bloating, gas, skin rash and candidiasis. Concomitant products included ciprofloxacin (cipro), fluconazole and salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced tendonitis ("tendinitis/achilles tendinitis/ tendonitis"). In 2010, the patient experienced the first episode of arthralgia ("joint pain/both hips moderate to severe and persistent pain/elbows- mild to severe and persistant pain/wrist- moderate to severe and persistent pain/ hip pain"). In 2011, the patient experienced the second episode of arthralgia ("wrist and elbow pain"). In (B)(6) 2012, the patient experienced tendon rupture ("tendon tears / microtears in hip tendon"). In 2012, the patient experienced urinary tract infection ("frequent urinary tract infections"). In 2013, the patient experienced allergy to metals ("nickel allergy / nickel sensitivity with occasional rashes, hives"), the first episode of dermatitis allergic ("rashes/ allergic or hypersensitivity reaction-type: rashes"), allergic oedema ("swelling/ allergic or hypersensitivity reaction-type: swelling"), the second episode of dermatitis allergic ("allergic rash/ rashes or skin conditions- type allergic rash") and urticaria ("hives/ allergic or hypersensitivity reaction-type: hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("tiredness/ fatigue"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fungal infection ("yeast infections and the horrendous/ infection(bladder/urinary tract/vaginal) type: frequent yeast infections"), anxiety ("mental anguish / anxiety"), depression ("depression"), emotional distress ("suffering associates with my physical injuries"), skin candida ("candida rash"), vaginal discharge ("vaginal discharge"), exostosis ("bone spur"), cartilage injury ("torn labrum"), pain in extremity ("heel- moderate to severe and persistent pain/ heel pain"), rash pruritic ("itchy rash"), asthenia ("loss of energy"), menorrhagia ("heavy periods"), disturbance in attention ("cannot focus on tasks"), fluid retention ("retain nearly as much water as when was nine months pregnant"), paranasal sinus discomfort ("sinus pressure"), toothache ("upper tooth pain"), feeling abnormal ("brain fog") and rash ("rash on my neck now") and was found to have weight increased ("weight gain"). The patient was treated with surgery (achilles surgery, achilles surgery 1, achilles surgery 2, hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and bone spur removal for wrist). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, tendonitis, bladder disorder, urinary tract disorder, anxiety, depression, emotional distress, the last episode of dermatitis allergic, skin candida, weight increased, exostosis, the last episode of arthralgia, cartilage injury, pain in extremity, menorrhagia, disturbance in attention, fluid retention, feeling abnormal and rash outcome was unknown and the allergic oedema, alopecia, fatigue, tendon rupture, urinary tract infection, fungal infection, urticaria, vaginal discharge, rash pruritic, paranasal sinus discomfort and toothache had resolved. The reporter considered allergic oedema, allergy to metals, alopecia, anxiety, asthenia, bladder disorder, cartilage injury, depression, disturbance in attention, emotional distress, exostosis, fatigue, feeling abnormal, fluid retention, fungal infection, menorrhagia, pain in extremity, paranasal sinus discomfort, pelvic pain, rash, rash pruritic, skin candida, tendon rupture, tendonitis, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, weight increased, the first episode of arthralgia, the first episode of dermatitis allergic, the second episode of arthralgia and the second episode of dermatitis allergic to be related to essure. The reporter commented: the plaintiff states that she had occasional sensitivity to nickel, rashes, hives before the essure was placed but after the essure was placed,this worsened. Discrepancy noted- (B)(6)2008, (B)(6)2009. Using the essure device, the first was deployed in the right side with three to five coils visible with contralateral side addressed in a similar fashion with no intra-procedural complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: results: everything was completely blocked. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records: rash, yeast infection, tendonitis in left achilles, and both elbows. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media information: reporter information was added. New event rash added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.